Event description:
Three hospitals in (B)(6) had the product fall off the pt overnight. It had been applied in the evening, and was to be worn overnight for use in the morning, but a few of them had fallen off.